Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an acl reconstruction procedure the t2 deployed prematurely. T1 was removed from the patient and a backup device was utilized to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
Visual assessment of the device showed the actuator is in its post t2 deployment position indicating a complete deployment. The ts and suture are free from the needle. Assessment of the construct showed t1 is missing a small piece of its proximal end. The insertion needle is dramatically bent on two planes. The depth limiter is damaged. Device was functionally tested for proper actuator advancement and cycling, device would not function properly due to the bent needle. No root cause related to the manufacturing process can be established. After the evaluation the root cause for the reported issue was determined to be user error. A review of the device history record was performed which confirmed no inconsistencies.